Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed the device had been previously serviced for an unrelated symptom with no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log did not find any evidence of the reported air sensor malfunction. The reported condition was verified. The device was found out of specification in relation to the customer reported 'air sensor malfunction, air detection malfunction' which was reproduced through troubleshooting of the device. The cause was determined to be an out of specification ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air sensor and air detection malfunctions during testing at the biomed service department. There was no patient involvement. No additional information is available.